Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support offered to replace the pump, but the caller declined the replacement after performing a reset on their own.